Manufacturer narrative:
(B)(4) date sent: 01/04/2021 per photographic evaluation: upon visual inspection of two, the following was observed: the photos show a contour device from top view and closing trigger can be seen broken. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. To date no device has been returned. Additional information was requested, and the following was received: what were the indications for surgery? Rectum carcinoma did the patient receive any preoperative chemotherapy or radiation? No when was the staple retaining cap removed? Couldnt be responded ¿ firing was not performed. How was it confirmed that the cartridge was locked in place prior to firing? Couldnt be fired. Was the retaining pin manually advanced or was it automatically advanced? Automatically what provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Visual control + palpation control was the device difficult to close? No was the device closed and repositioned multiple times prior to firing? No was the device difficult to fire? Could not be fired was the distal transection completed in one or multiple firings? No, performed by using alternative device can more information be provided about staple form? Suture of the anastomosis by circular stapler was not whole/complete, elective ileostomy had to be performed. What is the status of the patient? Recovering at home.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2021. Please see h11: corrected data h11: corrected data = d9. Device was received on (B)(6) 2020, and was omitted on the previous report; mwr (B)(4).

Manufacturer narrative:
(B)(4). Date sent: 01/29/2021. D4: batch # u5cn2d. H6: component code: g07002. Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was received and analyzed in cincinnati. The analysis results showed that the cs40g device was received with the closing trigger broken and in the opened position, otherwise with no apparent device damage. The returned reload had staples present, with the washer uncut and the knife recessed below the cartridge deck. The reload lockout was not engaged, which is correct since reload still had staples and indicated the reload had not been fired. The retaining pin was connected to the coupler and pushrod, however when the retaining pin was retracted, it was noted that the cartridge cap component was broken, and part of the translucent component fell off the reload. The device lockout feature showed no indentations, which indicates the device was not fired into lockout due to incomplete cartridge loading. The device was able to be closed using pliers on the remainder of the closure trigger component and clamped the returned reload onto a test skin for device functionality testing. The returned green reload fired completely with no abnormalities noted during the firing sequence. All staples formed properly and a complete cut line was visible in the test skin media. It should be noted that product failure is multifactorial. The damage to the closing trigger may have been due to the force applied to the trigger while trying to close the device over an excess of tissue and or trying to close the device with the cartridge not fully seated. The damaged condition of the reload indicates that the reload may have been improperly installed. The staple retainer should not be removed prior to installing a new reload into the device. It should be noted that to reload the device, insert the new reload into the jaws of the device and snap into position. The tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated. Remove the staple retainer. Check that the reload is held firmly within the jaws. If the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for additional information. Please reference the instructions for use for the complete guide loading and reloading the instrument as well as the recommended indicated tissue thickness range. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # u5cn2d. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Photo(s) received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. Additional information received: as the closure trigger got broken, device could not be easily removed, and tissue got stuck in the device. This issue led to ileostomy - patient consequences. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? When was the staple retaining cap removed? How was it confirmed that the cartridge was locked in place prior to firing? Was the retaining pin manually advanced or was it automatically advanced? What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Was the device difficult to close? Was the device closed and repositioned multiple times prior to firing? Was the device difficult to fire? Was the distal transection completed in one or multiple firings? Can more information be provided about staple form? What is the status of the patient?

Event description:
It was reported that the device didn't work during the procedure. During firing, the closure trigger got broken. Procedure was completed using alternative product. Procedure: unknown.